Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery cells were mis-matched. The root cause for the mis-matched cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was not holding a charge.